Manufacturer narrative:
The investigation confirmed that lower than expected tsh quality control results were obtained while using the vitros eciq immunodiagnostic analyzer . The most likely cause is an instrument related issue. An ocd field engineer performed 'as needed' maintenance to the signal reagent subsystem, and returned the instrument to expected operation. Performance testing following service verified that instrument operation was as intended.

Event description:
This customer obtained lower than expected vitros tsh quality control results while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. The customer verified that no discrepant tsh patient results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).